Event description:
It was reported by service report that the head end pt right side rail was broken and would not latch. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result - timing link.